Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02002. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the deterioration of the glue of the distal end on the subject device was found during the incoming inspection at olympus service operation center. Other detailed information was not provided. There was no report of patient injury associated with the event.